Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by nanna h. Sillesen, meridith e. Greene, audrey k. Nevergall, young-min kwon, charles bragdon, anders troelsen, james I. Huddleston, eduardo garcia-cimbrelo and henrik malchau involving the hospitals (B)(6).

Event description:
Information was received based on review of a journal article titled, early follow-up of a long-term registry-based multicenter total hip replacement outcome study: vitamin e doped polyethylene liner and porous-titanium coated acetabular shells. Which aimed to evaluate the clinical and radiographic results of 977 patients after total hip arthroplasty using regenerex or ringloc acetabular components with either an e1 or arcomxl polyethylene liners manufactured by biomet; and to monitor vitamin e doped polyethylene liners and porous titanium construct acetabular shells compared to un-doped medium cross-linked polyethylene liners and plasma sprayed shells in patients. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient underwent hip arthroplasty revision due to sepsis. There has been no further information provided and the patient outcome is unknown.